Event description:
The home training nurse reported the (B)(6) male pt experienced neurological issues and was admitted to the hosp. The pt has a past history significant for diabetes and had been treating with nxstage sak-303 since (B)(6) 2013. No add'l info has been provided.

Manufacturer narrative:
The reported event is under investigation. Requests for add'l info were not responded to. We will continue attempts to follow up and provide add'l info if it should become available. This report and the info contained herein is submitted to the food and drug administration under 21 cfr part 803 and represents the info available to the company at the time of the report.